Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 1-ml plastic syringe was clogged. The following information was provided by the initial reporter: syringe module infusion stopped after half of the dose was delivered. Intermittent medication. Vtbi was 0.74 ml to be administered over 30 min.

Manufacturer narrative:
H6: investigation summary it was reported the module infusion stopped after half of the dose was delivered. To aid in the investigation, one photo of a 1ml syringe packaging was received for evaluation by our quality team. The photo shows top web graphics side of a syringe package with all applicable information including material and batch numbers, and expiration date. The reported defect cannot be confirmed from the photo provided. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided material number 309628, lot number 2180741. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2180741 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that the bd 1-ml plastic syringe was clogged. The following information was provided by the initial reporter: syringe module infusion stopped after half of the dose was delivered. Intermittent medication. Vtbi was 0.74 ml to be administered over 30 min.